Event description:
During device evaluation of the autopulse platform (sn (B)(6)), the platform failed functional testing due to the displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering up. No patient involvement.

Manufacturer narrative:
During device evaluation of the autopulse platform (sn (B)(6)), the platform failed functional testing due to the displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering up. The root cause was due to the failure of single point load cell #1. The autopulse platform failed the initial functional testing due to the displayed ua07 error message upon powering on. Load cell #1 was over-reporting. Load cell #1 was replaced to address the observed failure. After servicing, the platform passed the load cell characterization test and run-in test without issue. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).